Event description:
A 20mm diameter x 12mm diameter x 13.5cm length aneurx bifurcated stent graft with xpedient delivery system and its components were implanted for endovascular treatment of an abdominal aortic aneurysm in 2003. The aneurysm measured 3.8cm in diameter and the aortic bifurcation was reported to be small, short and very diseased. The iliac arteries were small, diseased, moderately tortuous and calcified. It was reported that the physician attempted unsuccessfully to insert the device from the right groin without the use of a sheath. The physician then attempted to insert the device through the left groin, also without a sheath and managed to insert it with difficulty. The device was reported to be inserted without utilization of a sheath due to the pt's small iliac arteries. After the device was withdrawn, the pt's left iliac artery was found to be dissected. A 12mm balloon was used to control the blood flow and the vessel was surgically repaired. The remaining components of the aneurx stent graft were implanted without incident. No endoleaks were reported at the conclusion of the procedure. No clinical sequelae were reported at the end of the procedure, and the pt is reported to be fine.